Event description:
Zenith main body graft was placed. Viewing the post antigogram, the physician felts as if he had encroached upon the right renal artery with the graft placement. Another manufacurer's stent was placed inside the right renal artery. Visual patency of the right renal artery was observed. Final angiograms relfected patency of both renal arteries and no visible signs of any endoleaks.